Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited a foggy lens. The issue occurred during diagnostic ureteroscopy procedure while the patient was under sedation. The intended procedure was completed using the similar device. There were no reports of patient harm.